Event description:
It was reported that the patient experienced a cardiac arrest due to the external pulse generator (epg) shutting itself down. When the staff turned the epg on it started to operate but the low battery indicator flickered. The battery was replaced and a new epg was used. The device was returned for service. No further complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.